Manufacturer narrative:
Findings: all buttons functioning properly. However, found corroded keypad traces. No button error alarm during testing. Pump received with cracked reservoir tube lip noted. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 99 mg/dl. The customer stated that she doesn't recall any significant event leading to the alarm. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.